Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: one opening on anterior side assessed as surgical damage. Creases are observed. Wear abrasion is observed.

Event description:
Healthcare professional reported capsular contracture.' Device was explanted and replaced with a non-allergan device. Record is for right side.

Event description:
Healthcare professional reported capsular contracture. Device was explanted and replaced with a non-allergan device. Record is for right side.

Manufacturer narrative:
Cont. A.2. -year of birth 1966; h.6. Health effect f2203-imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade not specified.